Manufacturer narrative:
Additional phone number for initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (5 mg/ml at 2.5845 mg/day) and bupivacaine (10 mg/ml at 5.169 mg/day) via an implanted pump. It was reported that the patient had an MRI at 0930 this morning. The home health nurse was checking the pump status now at 1630 and there was no motor stall recovery. During the call, the nurse was asked to recheck the pump status and the logs. The logs then showed a motor stall recovery at the same time she interrogated the pump this afternoon. The troubleshooting resolved the issue.